Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The software was reloaded.

Event description:
The hospital reported that, during a case, the unit alarmed and went into a system reset. The clinician reportedly switched to manual mode and completed the case with no further reported complaint. There was no reported patient injury.